Event description:
Customer reported poor recovery of digoxin assay on au640 analyzer. Patient samples were reported as falsely elevated by up to 2 times actual value. A patient with an incorrect valve of 4.6 mg/ml died after being discharged from the hospital, however, the physician indicated that the dignoxin value had no impact on the treatment provided or on the patient outcome.